Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the scope got stuck when inserting it through the balloon trocar. The balloon would not inflate either. There was no patient involvement. The issue was detected prior to use.

Manufacturer narrative:
(B)(4).